Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6), alleging strip issue with the one touch verio test strips. It was noted that the test strips were not working past the expiration date. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed strip issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.